Event description:
Main body graft was deployed via the right external iliac artery. Contralateral leg graft was deployed with a one stent overlap. Ipsilateral leg graft was deployed into the main body limb with a two stent overlap. Zenith graft was then molded with a balloon catheter. Final angiogram showed that the main body graft was placed too high ad partially covered both renal arteries. A multipurpose catheter inserted over a wire was advanced over the bifurcation in an attempt to lower the main body away from the renal arteries. The first attempt was unsuccessful, however the second attempt at pulling the graft downward noted full patency of the renal arteris. The main body graft had been pulled down approximately two centimeters, with no visible endoleaks as a result of the lower positioning. Physician elected to deploy a main body extension, with a one stent overlap with the main body to provide coverage of the proximal aortic beck. Extension was molded in place and the procedure was concluded.